Event description:
It was reported that the pt presented for refill. The pump was refilled. An area of infarction and necrosis along the edge of the incision line resulting in pump erosion through the skin was noted. There was also thinning of the skin on the right side of the pump with dark red coloring and some bleeding noted. The pt was diagnosed with infection at the abdominal wound site. The system was explanted. Re-implantation will be discussed and determined at a later date. No pt outcome was reported. The pt's pump contained baclofen 2000 mcg/ml at 700.6 mcg/day.

Event description:
Additional information received reported that the patient outcome was resolved without sequelae as of (B)(6) 2008.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).